Manufacturer narrative:
(B)(4). Report source; foreign. The event occurred in (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. A likely cause for the recurrent dislocation is a shell implanted in an anteverted position. A specific cause for the anteverted shell could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06534, 08703, 08704.

Event description:
It was reported the patient was revised to address recurrent dislocation secondary to acetabular component malposition at primary implantation. The shell was found to have been positioned with too much anteversion. No further information has been made available at this time.